Manufacturer narrative:
Analysis received the unit with blank display due to electronic moisture on the electronic assembly. Analysis was unable to verify for pump restart anomaly, signal too low alarm, no delivery alarm, prime, rewind anomaly, low battery alarm, or operating current test. There was moisture damage on the motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a prime/fill anomaly. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated the insulin pump received a signal too low alarm and a no delivery alarm. The insulin pump will be returned for analysis.